Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the patient experienced a capsular tear during the event.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported delivery issue. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the patient was hospitalized on (B)(6) 2019 in order to benefit from an intervention on the cataract of the left eye. The operating report of (B)(6) 2019 reveals the existence of a difficulty encountered in the placement of the implant leading to a 180 ° disinsertion of the capsular bag. A new procedure took place on (B)(6) 2019. An artisan implant was placed requiring a 5-point corneal suture. However, his condition has not improved. He was examined by doctor gander within the framework of an expert assessment commissioned by his insurance company. Doctor gandar noted a decrease in visual acuity of the order of 5/10 for the left eye without the possibility of correction. He noted that mr. A had suffered significant physical and psychological suffering, as well as temporary cosmetic damage. It notes that as of (B)(6) 2019, monsieur is not consolidated. The patient has made a compensation request. To date, the loss of visual acuity is no longer 5/10 but 8/10. Thus, it appears incontestably that the loss of visual acuity of mr. A is linked to the interventions of april 3 and 18, 2019.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been translated and the patient underwent a secondary procedure to implant a lens that is clipped to the iris under general anesthesia.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens came out abruptly and unexpectedly into the capsular bag causing "disinsertion" of more than 180 degrees. Additional information has been requested.